Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
A customer reported that the tip of an es2 cannulated modular tap fractured intra-operatively and that the fractured component remains in the patient. The procedure was completed with no surgical delay.

Event description:
A customer reported that the tip of an es2 cannulated modular tap fractured intra-operatively and that the fractured component remains in the patient. The procedure was completed with no surgical delay.